Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported issue with the rapid atrial pacing. The epg passed incoming testing. Analysis noted that the upper case was broken and the high rate cover was missing. The epg was returned to the customer without repair at the customer's request. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) rapid atrial pacing was defective. The epg was returned for service. No patient complications have been reported as a result of this event.